Event description:
The customer reported that their central nurse's station (cns) shut down due to power failure on the uninterruptible power supply (ups). The cns was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down due to power failure on the uninterruptible power supply (ups). The cns was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported.